Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion sets bent cannulas events on (B)(6) 2026. Blood glucose level was low at the time of the event and patient experienced the symptoms of confusion, disorientation, headache, distress, fatigue and malaise.